Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was not hospitalized for the event. The patient was treated with vancomycin (intravenously (IV), 1 gram, every 5th day), and piperacillin and tazo (IV, 4.5 grams, twice daily for 14 days). Pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.